Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine change out procedure, difficulty was experienced loosening the setscrews on this cardiac resynchronization therapy defibrillator (crt-d). It was discovered that one setscrew was missed. Once the setscrew was loosened the device was successfully explanted. No adverse patient effects were reported.